Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 42 mg/dl which was lower than lab reading of 180 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The sensor kit expiration date is november 11, 2020. The case awareness date is (B)(6) 2022, which confirms the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.